Manufacturer narrative:
.

Event description:
Revision surgery due to polarcup loosening, right hip. Outcome: recovered/resolved. This is the second revision with the same patient. First revision reported under 9613369-2016-00056 and the third revision under 9613369-2016-00053.

Event description:
Revision surgery due to polarcup loosening, right hip. Outcome: recovered/resolved. This is the second revision with the same patient. First revision reported under 9613369-2016-00056.